Manufacturer narrative:
Other relevant device(s) are: cable 9735841: lot# unknown: a medtronic representative went to the site to test the equipment. Testing revealed replaced hardware parts and the system then passed the system checkout and was found to be fully functional. Fdm 10, fdr 120, and fdc 44307 a hardware analysis of cable 9735841 was initiated to determine the probable cause of the issue. Analysis found the returned cable had no apparent physical damage but a continuity test revealed a short from pin 1 to shield for one of the two ports.. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while the system was on, a usb over current alert was flashing on the camera cart monitor. The main cart appeared to be unaffected. The mouse was unplugged from the camera cart and a reboot was done with no change. When the camera cart is disconnected, the main cart does not give an error. Additional information was provided by the manufacturer representative stating that after unplugging the usb cables in the camera cart, it was found that unplugging on of the user I/o cables resolved the error message. The manufacturer representative was later unable to recreate the error. All cabling on the main cart and camera cart were reseeded and checked. The system was powered down 5 times to test if the issue could be recreated. The system was functioning as intended. There was no patient involvement.